Manufacturer narrative:
" The device was received and evaluated by beta bionics. User complaint of ilet damage or malfunction was confirmed via failure investigation this MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance."

Event description:
It was reported that during training the pump became stuck on a ¿do you see drops¿ screen and was unresponsive, consistent with an unresponsive key/button, and a replacement pump was arranged; the affected device¿s serial number was (B)(6) and the implicated component was the switch/relay. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this device revealed an electrical problem associated with an unresponsive key/button traced to the switch/relay component. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.